Manufacturer narrative:
Although the used device has been returned to the MFR, it has not been evaluated, therefore a failure analysis is not yet available. Upon evaluation of the device/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported, the connection between the manifold and the contrast controller within the convenience kit was not tight and was allowing air bubbles to enter the chamber of contrast controller. When the device was switched out, there was no problem. No air was injected and there was no pt injury. The used the device has been returned for eval.